Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump alarmed to alert the user of a cancelled bolus 30 minutes after the bolus was programmed. The pump history was reviewed and found a bolus 0.100 units of 2.1 units delivered, cancelled by pump and 0.5 units of 1.5 units cancelled from the pump. The pump alarm history was reviewed and confirmed that there were no associated alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/203 device evaluation:the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings:during investigation, the pump history was reviewed and showed a ¿partial delivery- user aborted pump¿ error message. The keypad was found to be fully intact. During testing, all keys were found to be responsive to button presses. There were no hypersensitive keys or sticking keys were observed. The pump was exercised for 24 hours with no alarms occurring. A 10u normal bolus and a 10u audio bolus were successfully performed with no cancellations and both were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly with no visible signs of discoloration. The issue of the pump alarming was observed in pump history but was not duplicated during the investigation.